Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely a e315 error message caused by failure of the electrical circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope displayed an e315 unsupported scope error message. There was no patient involvement.